Event description:
It was reported that during a breast biopsy, the probe became stuck and could not be removed from the breast. The driver was reset while the probe remained in the pt. Following reset, the probe was successfully removed from the breast, however, the sample was insufficient. Subsequent sufficient samples were obtained with the same probe. No coaxial cannula was used.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The biopsy needle has not been returned for evaluation as it was discarded by the user facility. It is unk if the needle or the driver used, or if pt or procedural factors contributed to this event. The results of the investigation are inconclusive and the root cause is unk.